Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. Approximately six days after start of the support, the impella anti-contamination sleeve ripped. However, support continued for four additional days before the patient was successfully weaned and the device was explanted. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (sleeve damage)has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.